Event description:
Patient was having increased agitation and the foley catheter was causing discomfort, plus urine was leaking around the insertion site. Staff asked patient if he would like the catheter removed and patient said no. Then patient became more confused and was attempting to remove lines and oxygen from face. Then patient pulled foley out and the catheter tip broke off and was retained inside the patient. It had to be removed with a scope procedure. Patient was stable after procedure, and there does not appear to be any permanent harm. Staff believes that the foley catheter has some sort of defect to have broken so easily. The lot number is unknown, but there were 2 lot numbers on the shelf.